Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation. .

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, while draping, the grey part was not fastened. There was no report of patient involvement.